Event description:
It was reported by service report that the pt right side rail could not latch in the raised position. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.